Event description:
It was reported that when the patient moved around more the stimulation became more intense ¿like their whole body was vibrating.¿ the stimulation was ¿stuck¿ at a really high intensity and the patient did not want to turn it off because she used stimulation 24 hours a day. This is when the patient would decrease the stimulation; however, the mystim ¿did not work.¿ when the patient put the batteries in the patient programmer, the call your doctor and 006 code was observed, and the patient was not able to adjust stimulation. The patient removed the aaa¿s, put them back in and that was when the 006 came up. The mystim was working when they moved to vermont two to three months prior to report. The patient noted that, ¿it just stopped working all of a sudden or it would work for like a day and then went back out again.¿ the patient was able to turn stimulation on and off with the recharger but had not been able to decrease the intensity. The patient stated, ¿when my pain level goes up I¿ve just been dealing with it.¿ the patient never turned the implantable neurostimulator (ins) off. The stuck key process was done. The patient stated the batteries were alkaline. The patient put in a different set of aaa batteries the splash screen appeared but when the patient ¿went to push and turn it on or off that was when the screen would just black out.¿ when the patient tried to sync it went to the manufacturer splash screen and then turned itself off. The patient kept trying it on and off. It was not dropped or wet. However, the patient did note they dropped the patient programmer right after implant in 2012. If the 006 was observed again the patient would call back. The anomaly appeared to have occurred through product use. Later, the patient called back reported she continued to have difficulties with the patient programmer. The patient programmer worked for ¿like a day after calling¿ on the date of report but then she started to see the manufacturer splash screen when trying to use the patient programmer. Later, the patient reported that they received assistance from the doctor or manufacturer representative and their concerns were resolved. The patient had an appointment date (B)(6) 2014. Upon return of the patient programmer, analysis found that the telemetry board was corroded and the face plate was scratched.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).